Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6935 implantable tachy lead 2011-(B)(6), 4076 implantable pacing lead 2011-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.